Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011 according to the complainant, during the procedure when the sheath on the one step button was removed the tube on the one step button was cut. When the button got cut air passed by the stoma into the patient's abdomen which produced pneumoperitoneum. The button detached and fell into the patient's stomach. The detached button was retrieved with forceps. The procedure was completed with a new one step button. The patient had subcutaneous emphysema and pneumoperitoneum. The patient was hospitalized for two days. After release the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011 according to the complainant, during the procedure when the sheath on the one step button was removed the tube on the one step button was cut. When the button got cut air passed by the stoma into the patient's abdomen which produced pneumoperitoneum. The button detached and fell into the patient's stomach. The detached button was retrieved with forceps. The procedure was completed with a new one step button. The patient had subcutaneous emphysema and pneumoperitoneum. The patient was hospitalized for two days. After release the patient's condition was reported to be stable.

Manufacturer narrative:
A visual evaluation revealed the button, sheath, black suture and red tear strip remained intact on the device and were without issue. The c-flex tubing of the delivery system was cut in two at approximately 3.5 centimeters from the distal end. The c-flex tubing did not fail in tension but appears to have been cut by a sharp instrument. The returned unit was consistent with the complaint incident that the device was cut. According to the one step button gastrostomy kit pull, directions for use (dfu), removal of sheath section: "grasp the loose end of the tear strip (black suture material located at the distal end of the red strip), and pull up along red strip (away from patient). Peel away sheath and release external button flange. Discard sheath, tubing and dilating tip." Based on the device analysis and the information provided there was an attempt to cut away the sheath instead of manually tearing away the sheath as outlined in the dfu. Therefore, the most probable root cause is operational context. A review of the device history record of lot 14093031 was performed and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 14093031.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.